Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration\ migration of essure device location of device: outside uterus') and genital haemorrhage ('general abnormal bleeding') in a 32-year-old female patient who had essure (ess205) (batch no. 620728) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: benadryl, claritin, allegra and zyrtec. Concurrent conditions included allergic rhinitis, metrorrhagia, shoulder pain, pain in hip, hip bursitis, melasma, ringworm nos, sneezing, dermatitis mycoid, urinary incontinence, urinary urgency, foot pain, foot exostosis, cystoscopy, neuritis, eye pruritus, hyperlipidemia, dizziness, amenorrhea, obstructive sleep apnea hypopnea syndrome, uterine fibroids, sexually transmitted disease, ovarian cyst, constipation, leiomyoma nos, bronchitis, vaginal pain, endometrium cystic and nabothian cyst. Concomitant products included fluticasone from (B)(6) 2007 to (B)(6) 2015 for allergic rhinitis as well as caffeine;paracetamol (excedrin), cefaclor (suclor) from (B)(6) 2008 to (B)(6) 2009, codeine phosphate;guaifenesin (cheratussin ac), docusate sodium (colace) from (B)(6) 2014 to (B)(6) 2014, ibuprofen from (B)(6) 2006 to (B)(6) 2018, imipramine from (B)(6) 2008 to (B)(6) 2009, ketorolac tromethamine (toradol), levonorgestrel from (B)(6) 2006 to (B)(6) 2006, medroxyprogesterone acetate (depo provera) from (B)(6) 2006 to (B)(6) 2007, meloxicam from (B)(6) 2007 to (B)(6) 2008, morphine, naratriptan, nsaids since (B)(6) 2006, paracetamol (acetaminophen) since (B)(6) 2006, propranolol, sulindac from (B)(6) 2008 to (B)(6) 2009, sumatriptan and sumatriptan succinate (imitrex). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain ("physical pain\pelvic pain"), abdominal pain ("abdominal pain"), anxiety ("mental anguish / psychological trauma"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression") and migraine ("migraines / headaches"). On (B)(6) 2007, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 7 days after insertion of essure (ess205). On (B)(6) 2014, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, tubal ligation). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device expulsion, genital haemorrhage, anxiety, migraine, bladder disorder and urinary tract disorder outcome was unknown and the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia and female sexual dysfunction had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device expulsion, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion details- right tubal ostia of three, left tubal ostia of five discrepency- removal details-(B)(6) 2014, (B)(6) 2007(left coil) , (B)(6) 2014, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: impression: right intraneural iud is present with one lim appears to be partially outside the wall of uterus.. Hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded.; on (B)(6) 2007: result: migration, right occlusion only. Results: unilateral occlusion (right tube occluded).impression: 1. Adequate positioning of the right sided essure tube. 2. Proximal migration of the left sided essure tube with contrast flowing into the peritoneal cavity on the left side. Appears to have left device expulsion into the uterine cavity with only a minimal amount within the proximal fallopian tube. Ultrasound pelvis - on (B)(6) 2013: impression: fibroid uterus. Nobathian cysts in the cervix.. Lot number: 620728 manufacture date: 2006-06 expiration date: 2008-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-mar-2020: pfs received: reporter information updated, new events bladder or urinary problems added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration\ migration of essure device location of device: outside uterus') and genital haemorrhage ('general abnormal bleeding') in a 32-year-old female patient who had essure (ess205) (batch no. 620728) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: benadryl, claritin, allegra and zyrtec. Concurrent conditions included allergic rhinitis, metrorrhagia, shoulder pain, pain in hip, hip bursitis, melasma, ringworm nos, sneezing, dermatitis mycoid, urinary incontinence, urinary urgency, foot pain, foot exostosis, cystoscopy, neuritis, eye pruritus, hyperlipidemia, dizziness, amenorrhea, obstructive sleep apnea hypopnea syndrome, uterine fibroids, sexually transmitted disease, ovarian cyst, constipation, leiomyoma nos, bronchitis, vaginal pain, endometrium cystic and nabothian cyst. Concomitant products included fluticasone from (B)(6) 2007 to (B)(6) 2015 for allergic rhinitis as well as caffeine; paracetamol (excedrin), cefaclor (suclor) from (B)(6) 2008 to (B)(6) 2009, codeine phosphate; guaifenesin (cheratussin ac), docusate sodium (colace) from (B)(6) 2014 to (B)(6) 2014, ibuprofen from (B)(6) 2006 to (B)(6) 2018, imipramine from (B)(6) 2008 to (B)(6) 2009, ketorolac tromethamine (toradol), levonorgestrel from (B)(6) 2006 to (B)(6) 2006, medroxyprogesterone acetate (depo provera) from (B)(6) 2006 to (B)(6) 2007, meloxicam from (B)(6) 2007 to (B)(6) 2008, morphine, naratriptan, nsaids since (B)(6) 2006, paracetamol (acetaminophen) since (B)(6) 2006, propranolol, sulindac from (B)(6) 2008 to (B)(6) 2009, sumatriptan and sumatriptan succinate (imitrex). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain ("physical pain\pelvic pain"), abdominal pain ("abdominal pain"), anxiety ("mental anguish / psychological trauma"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression") and migraine ("migraines / headaches"). On (B)(6) 2007, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 7 days after insertion of essure (ess205). On (B)(6) 2014, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, tubal ligation). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device expulsion, genital haemorrhage, anxiety, migraine, bladder disorder and urinary tract disorder outcome was unknown and the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia and female sexual dysfunction had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device expulsion, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion details- right tubal ostia of three, left tubal ostia of five discrepancy- removal details- (B)(6) 2014, (B)(6) 2007(left coil), (B)(6) 2014, (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: impression: right intraneural iud is present with one lim appears to be partially outside the wall of uterus. Hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded. On (B)(6) 2007: result: migration, right occlusion only. Results: unilateral occlusion (right tube occluded).impression: 1. Adequate positioning of the right sided essure tube. 2. Proximal migration of the left sided essure tube with contrast flowing into the peritoneal cavity on the left side. Appears to have left device expulsion into the uterine cavity with only a minimal amount within the proximal fallopian tube. Ultrasound pelvis - on (B)(6) 2013: impression: fibroid uterus. Nobathian cysts in the cervix. Lot number: 620728, manufacture date: 2006-06, expiration date: 2008-05. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 2-apr-2020: quality-safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration\ migration of essure device location of device: outside uterus') and genital haemorrhage ('general abnormal bleeding') in a 32-year-old female patient who had essure (ess205) (batch no. 620728) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: benadryl, claritin, allegra and zyrtec. Concurrent conditions included allergic rhinitis, metrorrhagia, shoulder pain, pain in hip, hip bursitis, melasma, ringworm nos, sneezing, dermatitis mycoid, urinary incontinence, urinary urgency, foot pain, foot exostosis, cystoscopy, neuritis, eye pruritus, hyperlipidemia, dizziness, amenorrhea, obstructive sleep apnea hypopnea syndrome, uterine fibroids, sexually transmitted disease, ovarian cyst, constipation, leiomyoma nos, bronchitis, vaginal pain, endometrium cystic and nabothian cyst. Concomitant products included fluticasone from (B)(6) 2007 to (B)(6) 2015 for allergic rhinitis as well as caffeine;paracetamol (excedrin), cefaclor (suclor) from (B)(6) 2008 to (B)(6) 2009, codeine phosphate;guaifenesin (cheratussin ac), docusate sodium (colace) from (B)(6) 2014 to (B)(6) 2014, ibuprofen from (B)(6) 2006 to (B)(6) 2018, imipramine from (B)(6) 2008 to (B)(6) 2009, ketorolac tromethamine (toradol), levonorgestrel from (B)(6) 2006 to (B)(6) 2006, medroxyprogesterone acetate (depo provera) from (B)(6) 2006 to (B)(6) 2007, meloxicam from (B)(6) 2007 to (B)(6) 2008, morphine, naratriptan, nsaids since (B)(6) 2006, paracetamol (acetaminophen) since (B)(6) 2006, propranolol, sulindac from (B)(6) 2008 to (B)(6) 2009, sumatriptan and sumatriptan succinate (imitrex). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain ("physical pain\pelvic pain"), abdominal pain ("abdominal pain"), anxiety ("mental anguish / psychological trauma"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression") and migraine ("migraines / headaches"). On (B)(6) 2007, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 7 days after insertion of essure (ess205). On (B)(6) 2014, the patient experienced bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, tubal ligation). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device expulsion, anxiety, migraine, bladder disorder and urinary tract disorder outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia and female sexual dysfunction had resolved. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device expulsion, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion details- right tubal ostia of three, left tubal ostia of five discrepency- removal details-(B)(6) 2014, (B)(6) 2007(left coil) , (B)(6) 2014, (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: impression: right intraneural iud is present with one lim appears to be partially outside the wall of uterus.. Hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded.; on (B)(6) 2007: result: migration, right occlusion only. Results: unilateral occlusion (right tube occluded).impression: 1. Adequate positioning of the right sided essure tube. 2. Proximal migration of the left sided essure tube with contrast flowing into the peritoneal cavity on the left side. Appears to have left device expulsion into the uterine cavity with only a minimal amount within the proximal fallopian tube; on (B)(6) 2007: unilateral occlusion (right tube occluded), failure to occlude (close) fallopian tubes. Ultrasound pelvis - on (B)(6) 2013: impression: fibroid uterus. Nobathian cysts in the cervix.. Lot number: 620728. Manufacture date: 2006-06. Expiration date: 2008-05. Most recent follow-up information incorporated above includes: on 19-may-2020: pfs received:outcome of genital haemorrhage updated to recovered / resolved. Lab data added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration\ migration of essure device location of device: outside uterus') and genital haemorrhage ('general abnormal bleeding') in a 32-year-old female patient who had essure (ess205) (batch no. 620728) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: benadryl, claritin, allegra and zyrtec. Concurrent conditions included allergic rhinitis, metrorrhagia, shoulder pain, pain in hip, hip bursitis, melasma, ringworm nos, sneezing, dermatitis mycoid, urinary incontinence, urinary urgency, foot pain, foot exostosis, cystoscopy, neuritis, eye pruritus, hyperlipidemia, dizziness, amenorrhea, obstructive sleep apnea hypopnea syndrome, uterine fibroids, sexually transmitted disease, ovarian cyst, constipation, leiomyoma nos, bronchitis, vaginal pain, endometrium cystic and nabothian cyst. Concomitant products included fluticasone from (B)(6) 2007 to (B)(6) 2015 for allergic rhinitis as well as caffeine;paracetamol (excedrin), cefaclor (suclor) from (B)(6) 2008 to (B)(6) 2009, codeine phosphate;guaifenesin (cheratussin ac), docusate sodium (colace) from (B)(6) 2014 to (B)(6) 2014, ibuprofen from (B)(6) 2006 to (B)(6) 2018, imipramine from (B)(6) 2008 to (B)(6) 2009, ketorolac tromethamine (toradol), levonorgestrel from (B)(6) 2006 to (B)(6) 2006, medroxyprogesterone acetate (depo provera), meloxicam from (B)(6) 2007 to (B)(6) 2008, morphine, naratriptan, nsaids since october 2006, paracetamol (acetaminophen) since (B)(6) 2006, propranolol, sulindac from (B)(6) 2008 to (B)(6) 2009, sumatriptan and sumatriptan succinate (imitrex). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain ("physical pain\pelvic pain"), abdominal pain ("abdominal pain"), anxiety ("mental anguish / psychological trauma"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression ") and migraine ("migraines / headaches"). On (B)(6) 2007, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 7 days after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device expulsion, genital haemorrhage, anxiety, vaginal haemorrhage, menorrhagia, female sexual dysfunction and migraine outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device expulsion, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion details- right tubal ostia of three, left tubal ostia of five discrepency- removal details-(B)(6) 2014,(B)(6) 2007(left coil) , (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: impression: right intraneural iud is present with one lim appears to be partially outside the wall of uterus.. Hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded.; on (B)(6) 2007: result: migration, right occlusion only. Results: unilateral occlusion (right tube occluded).impression: 1. Adequate positioning of the right sided essure tube. 2. Proximal migration of the left sided essure tube with contrast flowing into the peritoneal cavity on the left side. Appears to have left device expulsion into the uterine cavity with only a minimal amount within the proximal fallopian tube. Ultrasound pelvis - on (B)(6) 2013: impression: fibroid uterus. Nobathian cysts in the cervix.. Lot number: 620728 manufacture date: 2006-06 expiration date: 2008-05 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-sep-2019: quality safety evaluation of product technical compliant. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration\ migration of essure device location of device: outside uterus') and genital haemorrhage ('general abnormal bleeding') in a 32-year-old female patient who had essure (ess205) (batch no. 620728) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: benadryl, claritin, allegra and zyrtec. Concurrent conditions included allergic rhinitis, metrorrhagia, shoulder pain, pain in hip, hip bursitis, melasma, ringworm nos, sneezing, dermatitis mycoid, urinary incontinence, urinary urgency, foot pain, foot exostosis, cystoscopy, neuritis, eye pruritus, hyperlipidemia, dizziness, amenorrhea, obstructive sleep apnea hypopnea syndrome, uterine fibroids, sexually transmitted disease, ovarian cyst, constipation, leiomyoma nos, bronchitis, vaginal pain, uterine cyst and nabothian cyst. Concomitant products included fluticasone from (B)(6)2007 to (B)(6)2015 for allergic rhinitis as well as acetylsalicylic acid;caffeine;paracetamol (excedrin), cefaclor (suclor) from (B)(6)2008 to (B)(6)2009, codeine phosphate;guaifenesin (cheratussin ac), docusate sodium (colace) from (B)(6)2014 to (B)(6)2014, ibuprofen from (B)(6)2006 to (B)(6)2018, imipramine from (B)(6)2008 to (B)(6)2009, ketorolac tromethamine (toradol), levonorgestrel from (B)(6)2006 to (B)(6)2006, medroxyprogesterone acetate (depo provera), meloxicam from (B)(6)2007 to (B)(6)2008, morphine, naratriptan, nsaids since (B)(6)2006, paracetamol (acetaminophen) since (B)(6)2006, propranolol, sulindac from (B)(6)2008 to (B)(6)2009, sumatriptan and sumatriptan succinate (imitrex). On (B)(6)2006, the patient had essure (ess205) inserted. In (B)(6)2006, the patient experienced pelvic pain ("physical pain\pelvic pain"), abdominal pain ("abdominal pain"), anxiety ("mental anguish / psychological trauma"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression ") and migraine ("migraines / headaches"). On (B)(6)2007, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 7 days after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6)2014. At the time of the report, the device expulsion, genital haemorrhage, anxiety, vaginal haemorrhage, menorrhagia, female sexual dysfunction and migraine outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, anxiety, depression, device expulsion, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion details- right tubal ostia of three, left tubal ostia of five discrepancy- removal details-(B)(6)2014,(B)(6)2007(left coil) , (B)(6)2014. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6)2013: impression: right intraneural iud is present with one lim appears to be partially outside the wall of uterus.. Hysterosalpingogram - on (B)(6)2007: essure device was successfully occluded.; on (B)(6)2007: result: migration, right occlusion only. Results: unilateral occlusion (right tube occluded).impression: 1. Adequate positioning of the right sided essure tube. 2. Proximal migration of the left sided essure tube with contrast flowing into the peritoneal cavity on the left side. Appears to have left device expulsion into the uterine cavity with only a minimal amount within the proximal fallopian tube. Ultrasound pelvis - on (B)(6)2013: impression: fibroid uterus. Nobathian cysts in the cervix.. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: reporters were added. Lot no. Was added. New events- abnormal bleeding(vaginal, menorrhagia),apareunia, depression, mental anguish, migraines / headaches, migration of essure device location of device:outside uterus were added. Concomitant drugs & conditions were added. Lab test was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration\ migration of essure device location of device: outside uterus') and genital haemorrhage ('general abnormal bleeding') in a 32-year-old female patient who had essure (ess205) (batch no. 620728) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: benadryl, claritin, allegra and zyrtec. Concurrent conditions included allergic rhinitis, metrorrhagia, shoulder pain, pain in hip, hip bursitis, melasma, ringworm nos, sneezing, dermatitis mycoid, urinary incontinence, urinary urgency, foot pain, foot exostosis, cystoscopy, neuritis, eye pruritus, hyperlipidemia, dizziness, amenorrhea, obstructive sleep apnea hypopnea syndrome, uterine fibroids, sexually transmitted disease, ovarian cyst, constipation, leiomyoma nos, bronchitis, vaginal pain, endometrium cystic and nabothian cyst. Concomitant products included fluticasone from (B)(6) 2007 to (B)(6) 2015 for allergic rhinitis as well as caffeine;paracetamol (excedrin), cefaclor (suclor) from (B)(6) 2008 to (B)(6) 2009, codeine phosphate;guaifenesin (cheratussin ac), docusate sodium (colace) from (B)(6) 2014 to (B)(6) 2014, ibuprofen from (B)(6) 2006 to (B)(6) 2018, imipramine from (B)(6) 2008 to (B)(6) 2009, ketorolac tromethamine (toradol), levonorgestrel from (B)(6) 2006 to (B)(6) 2006, medroxyprogesterone acetate (depo provera) from (B)(6) 2006 to (B)(6) 2007, meloxicam from (B)(6) 2007 to (B)(6) 2008, morphine, naratriptan, nsaids since (B)(6) 2006, paracetamol (acetaminophen) since (B)(6) 2006, propranolol, sulindac from (B)(6) 2008 to (B)(6) 2009, sumatriptan and sumatriptan succinate (imitrex). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain ("physical pain\pelvic pain"), abdominal pain ("abdominal pain"), anxiety ("mental anguish / psychological trauma"), vaginal haemorrhage ("abnormal bleeding(vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding(vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression") and migraine ("migraines / headaches"). On (B)(6) 2007, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 3 months 7 days after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2014. At the time of the report, the device expulsion, genital haemorrhage, anxiety and migraine outcome was unknown and the pelvic pain, abdominal pain, vaginal haemorrhage, menorrhagia and female sexual dysfunction had resolved. The reporter considered abdominal pain, anxiety, depression, device expulsion, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: insertion details- right tubal ostia of three, left tubal ostia of five discrepency- removal details- (B)(6) 2014, (B)(6) 2007(left coil) , (B)(6) 2014, (B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2013: impression: right intraneural iud is present with one lim appears to be partially outside the wall of uterus. Hysterosalpingogram - on (B)(6) 2007: essure device was successfully occluded.; on (B)(6) 2007: result: migration, right occlusion only. Results: unilateral occlusion (right tube occluded).impression: 1. Adequate positioning of the right sided essure tube. 2. Proximal migration of the left sided essure tube with contrast flowing into the peritoneal cavity on the left side. Appears to have left device expulsion into the uterine cavity with only a minimal amount within the proximal fallopian tube. Ultrasound pelvis - on (B)(6) 2013: impression: fibroid uterus. Nobathian cysts in the cervix.. Lot number: 620728 manufacture date: 2006-06 expiration date: 2008-05. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Outcome of the events were updated to recovered from unknown: abnormal bleeding(vaginal, menorrhagia), apareunia (inability to have sexual intercourse) and for the events pelvic pain and abdominal pain was updated to recovered from recovering. Onset date of the concomitant drug was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain"), abdominal pain ("abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain and psychological trauma outcome was unknown. The reporter considered abdominal pain, device dislocation, genital haemorrhage, pelvic pain and psychological trauma to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.; on (B)(6) 2007: result: migration, right occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Lab data added. Events: migration, abdominal, bleeding: general abnormal bleeding, psych injury were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.